Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00845. This report is being submitted as additional information. Serial #, approximate age of device, manufacture date: the device serial number was not provided. Therefore, the catalog number, serial number, approximate age of device, and manufacture date are unknown. Device evaluation: the reported event of the low voltage and power disconnect alarms were confirmed through the submitted log file. A review of the submitted log file showed events spanning approximately 1 day ((B)(6) 2018). On (B)(6) 2018 at 23:32, the system controller was connected to the mobile power unit (mpu). Approximately five minutes later the low power advisory alarms activated due to the rsoc levels of both power cables dropping simultaneously. The alarms remained active until the system controller was switched to a set of fully charged batteries approximately 20 minutes later. This sequence of events is consistent with the system controller¿s power cables being swapped (black to white) when connected to the mpu. On (B)(6) 2018 at 9:38, the power cable disconnected alarm activated due to an invalid rsoc fault associated with the black cable while connected to battery power. The alarm cleared shortly after activating and did not reactivate in the remainder of the log file. There were no other notable alarms active in the log file. The mobile power unit (mpu) was not returned for analysis. The provided information indicated that exchanging the mpu resolved the issue. The mpu was disposed of following the exchange. The root cause of the reported event was conclusively determined to be the swapping of black and white power cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system produced low voltage alarms and power disconnect alarms only when utilizing the mobile power unit (mpu). No clinical symptoms were reported. Review of the system controller log file by technical services confirmed a low voltage alarm on (B)(6) 2018 when the patient connected to the mpu at 23:58. This occurred as a result of the power cables being cross connected; black power cable to white and white power cable to black. These alarms occurred until 23:56 when the cross connection issue was resolved. The power cable disconnect event was also confirmed and was due to the cross connection. Additional information was received that reported the patient¿s mpu was exchanged and the old unit was disposed. This reportedly resolved the alarms.

Manufacturer narrative:
Section h6: method, result and conclusion codes added.